Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the base section of the unit was broken at the assembly part of the unit and handle when the assembly work was performed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the event is caused by a component failure of the shaft. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.